Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at lead site. The physician reported that the lead was possibly causing irritation at the nerve root. X-rays were taken but no anomalies were observed. Surgical intervention was undertaken wherein the lead was explanted. This addressed the issue. Patient denies any trauma.